Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used inflator syringe without package was provided for further evaluation. The returned inflator syringe was visually evaluated per specification by subject matter experts (smes). Based on the evaluation results, it was noted that the green wing (locking mechanism) was tightened. The evaluation suggest that the threads were damaged during tightening. No manufacturing defects were noted by sme. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the user tried to pressurize to expand the balloon, the handle did not turn well and he felt uneasy about the product and stopped using it. A new product was used without any problems. No injury reported.